Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During a pulmonary vein isolation to treat atrial fibrillation (a fib) a farawave catheter was selected for use. The physician premapped the right atrium (ra) with the non boston scientific catheter, performed a transseptal puncture, and then mapped the left atrium (la) using the same catheter. Because this was a redo ablation, the physician re ablated the left superior pulmonary vein (lspv), left inferior pulmonary vein (lipv), right inferior pulmonary vein (ripv), and the posterior wall. The procedure progressed normally, and no complications or issues were observed. During post ablation mapping with the non boston scientific catheter, two areas of residual voltage were identified on the posterior wall, one near the lspv/appendage region and another near the right carina. The physician noted that both signals appeared to be far field. Additional ablation was then performed at those two sites using the farawave catheter. After completing the ablations, the farawave catheter was removed from the left atrium. As the physician prepared to reintroduce the non boston scientific catheter for remapping, staff observed an abnormality on ice imaging near the previously reconnected tissue at the lspv/appendage region. The structure appeared to resemble a mobile flap, although imaging could not confirm whether it represented artifact, thrombus, or tissue. The physician consulted a colleague, who suggested that the appearance was consistent with a left atrial dissection that had elevated a portion of endocardial tissue, based on a similar case they had encountered. The physician acknowledged this as a possible explanation. A tee was then performed, which indicated that the structure appeared to be tissue connected to the la wall rather than thrombus. The tee physician agreed that it could represent a small endocardial flap. It could not be determined whether the finding was related to farawave, non boston scientific catheter, versacross, ice, or if it had been present at the start of the procedure. The flap was small, and no pericardial effusion was observed. The farawave catheter was inspected for tissue, and none was found. The physician completed the case and kept the patient overnight for neurovascular monitoring. No further updates on the patient status have been reported.